Event description:
This case is a solicited case report received from a consumer from united states on 17-sep-2014 which refers to her aunt who had essure (fallopian tube occlusion insert) inserted for birth control. It was reported via social media that consumer found out that she was pregnant 1.5 year after placement. Reporter stated that the sperm made it through a small hole and she had the baby moved of her uterus because it was stuck in the fallopian tube. No further information was provided. Company causality comment: this solicited case report was received from a consumer and refers to her aunt who had essure (fallopian tube occlusion insert) inserted and got pregnant 1.5 years later (baby was stuck in fallopian tube), interpreted as ectopic pregnancy. Ectopic pregnancy is serious as medically significant and listed event according to the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. This event is a gynecologic emergency, generally requiring expeditious surgical or medical treatment. A causal relationship between the event and essure cannot be excluded and given its nature, it was regarded as incident. A device ineffective (non-serious event) was also considered. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 31-oct-2014. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a lack of efficacy (pregnancy). The bayer reference number for the ptc report is (B)(4). Final assessment: upgrade to incident per central. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this solicited case report was received from a consumer and refers to her aunt who had essure (fallopian tube occlusion insert) inserted and got pregnant 1.5 years later (baby was stuck in fallopian tube), interpreted as ectopic pregnancy. Ectopic pregnancy is serious as medically significant and listed event according to the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. This event is a gynecologic emergency, generally requiring expeditious surgical or medical treatment. A causal relationship between the event and essure cannot be excluded and given its nature, it was regarded as incident. A device ineffective (non-serious event) was also considered. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.